Manufacturer narrative:
This report is filed april 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) for unknown issues. The attract magnet was removed and an abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(6). Per the clinic, the patient underwent revision surgery due to technology upgrade. No serious injury occurred. This report is filed july 8, 2016.